Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 08/28/2014. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Most likely cause for broken solder connection is wear/misuse of cable. Following re-attachment of wire to correct location on pcb, full product functionality was restored. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Analysis of the flashcard was completed on 08/28/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld was not working. It was reported that the handheld was unable to interrogate. Troubleshooting was performed and the physician's wand was connected to a known working handheld and interrogation was successful. A known working wand was connected to the physician's handheld and the interrogation was unsuccessful. It was reported that serial cables were not available to change out to narrow the issue down. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.